Event description:
Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance.

Manufacturer narrative:
Cmpl-(B)(4).

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. It was reported that the patient passed out while the cgm was displaying low. The patient's husband called emergency medical technician's. The patient could not recall further event details as she did not specify the relation between passing out and the function of the cgm device. At the time of the report, the patient was in stable condition. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.